Manufacturer narrative:
A service call was made: ran unexpected reaction checklist form with acceptable results. Cleaned the blocked washer manifold. Cleaned rinse station and filter held within rinse station. The following parts were replaced: tubing for peripump, ech syringe 1000ul, ech manifold check valves and ech cable, internal rinse &valves. Adjusted the camera x y and z and performed calibrations with acceptable results. -switched indicators cells and placed fresh pbs in the supply bottle performed daily maintenance and qc with acceptable results. Performed t&s and panels (crrid) on the patient sample in question with acceptable results. Unit was tested and operating within specifications.

Event description:
Customer reported a missed anti-kell when testing a known patient sample with capture-r ready ID (crrid) on the echo. All 14 cells reacted negative on the panel.